Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Pt presented with slight pain and some grinding. Radiographs revealed malaligned tibia with severe wear of polyethylene, and the knee was revised.